Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-may-2023. H6: investigation summary. A device history review was conducted for lot number 2167317. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. During functional testing of the device, our engineers were able to identify that the device was leaking from a cracking the y-shaped adapter housing. Extensive analysis and replication of this nonconformance has determined that this event is most likely related to the molding process. To prevent future occurrences of this event our facility has implemented additional quality inspections at the station of concern.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced damaged and leakage between the extension tube. The following information was provided by the initial reporter, translated from chineseto english: there are scratches and leakage at the connection between the extension tube of the indwelling needle and the heparin cap.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced damaged and leakage between the extension tube. The following information was provided by the initial reporter, translated from chinese to english: there are scratches and leakage at the connection between the extension tube of the indwelling needle and the heparin cap.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.